Event description:
The event became reportable based on investigation approved on 26-jul02006. The procedure date for this event is unk. It was reported that during a ptca procedure, the taxus liberte' paclitaxel-eluting coronary stent could not cross the lesion. The lesion being treated was a calcified lesion in a tortuous unspecified coronary artery. No pt injuries or complications were reported. This product is approved ous only, but is similar to a device marketed in the us.

Manufacturer narrative:
Initial examination of the device noted the presence of proximal stent strut damage. The device was returned together with the crimped stent. Visual examination of the returned unit found that the proximal stent struts were flared outwardly. No further damage was noted which could have contributed to the reported complaint. It could not be determined if the stent damage was present prior to the crossing attempts, or if it occurred during withdrawal. A review of the mfg records for these particular batches found that the device met its material, assembly and product specs, at the time of release to distribution. The root cause for this event is unk.